Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, de novo 90% stenosed, proximal circumflex artery, a non-abbott balloon catheter was used for anchoring [predilatation] and the 2.5 x 15 mm xience prime stent delivery system (sds) was advanced and the sds reached the target lesion. During the attempt to inflate leakage from the proximal part of the balloon was observed. The balloon failed to inflate. The device was removed from the anatomy without issue. The physician noted that no substantial resistance was met during advancing, however, once outside the anatomy and the balloon rupture confirmed, he suspected that the "tapping technique and vibration technique" used may have caused intereaction with the calcified lesion resulting in the rupture. A second 2.5 x 15 mm xience prime sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: sion blue, sion; guide cath: 7f ebu launcher. The device was returned for evaluation. The inflation failure and balloon tear were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.